Event description:
Pt had balloon angioplasty of the iliac artery and stent placement. Angioplasty went well. When opening to deploy the stent, the stent would not completely open. It came off the catheter, migrated into the aorta and had to be surgically removed.